Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the battery cap on the customer's insulin pump was jammed and cracked; the device alarmed battery out limit and the customer was unable to clear it. No further details were given. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan per health care professional's instruction. No products were returned for analysis, though the insulin pump is eligible for replacement.

Manufacturer narrative:
The insulin pump was received with normal operating currents and passed the self-test, a21 error, displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery tests. The insulin pump was monitored and no unexpected battery out limit alarms occurred during our testing. The insulin pump had broken battery cap, cracked reservoir tube lip, broken battery tube threads, case cracked at the display window corner, minor scratched lcd window and scratched reservoir tube window.